Manufacturer narrative:
Concomitant: product ID 3487a-33, lot# j0555565v, implanted: 2005-(B)(6), product type lead. Product ID 3487a-33, lot# j0555565v, implanted: 2005-(B)(6), product type lead. Product ID 37752, (B)(4), product type recharger. Product ID 37743, (B)(4), product type programmer, patient. Product ID 3708260, serial# (B)(4), implanted: 2011-(B)(6), product type extension. (B)(4).

Event description:
It was reported that there was an overdischarged state. It was noted that the patient stopped using the device ¿this past fall¿ after they fell and was ¿nervous that something was wrong with it.¿ the caller stated that the patient came in on the date of report and a physician mode recharge (pmr) was performed. It was noted it then went into normal charging after one hour. The caller stated that within 20-30 minutes it was showing 75% charged and flashing to 100%. The caller stated that the patient ¿only made it about 20 minutes¿ and the battery was dead. It was noted that the caller ¿read the device¿ and ran impedances and did not have to reprogram the device. The caller stated that everything was fine. It was noted that the x-rays showed ¿everything was in the same location as implant as well.¿ the caller noted this was potentially the patient¿s second overdischarge. The caller was not sure about the first overdischarge but thought it was a month prior to this most recent overdischarge. It was later reported that the manufacturer representative was only able to confirm one overdischarge. It was noted that a pmr was performed and it was successful. It was also noted that prior to the overdischarge the patient felt that stimulation had changed. It was noted that it was stronger at the same level that the patient could previously tolerate. An impedance check was done and allwere within normal limits. It was also noted that an x-ray was done and the leads looked fine. However, it was noted that there was no implant x-ray to compare. It was noted that the manufacturer representative had not heard back from the patient since the appointment.